Event description:
Reportedly, the status light of the home monitor switched from orange to green and back to orange. Eventually, the light went off and the pit button turned red, despite a restart of the device. There were three or four progression lights.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the status light of the home monitor switched from orange to green and back to orange. Eventually, the light went off and the pit button turned red, despite a restart of the device. There were three or four progression lights.